Event description:
A shock delivery due to artifacts was reported after an implantation time of 2 months.

Manufacturer narrative:
The analysis checked the mechanical and electrical properties of the lead. No deviations from the technical specifications could be found that could be related to the clinical complaint. In particular, the measurement value of the pacing impedance was within the limits of the specification. The analysis showed no indications of mfg errors or material defects. Based on the existing analysis results, the clinical complaint was not due to an inappropriate behavior of the lead.